Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted for a unknown size thoracic aortic dissection. It was reported that on the same day post index procedure, patient suffered a hemorrhagic shock. Plasma was given but the patient died. It was stated that the death was related to procedure, but not related to the device as per the physician, cause of the event was that the patient was very ill and had history of blood clotting disorder. No additional clinical sequalae were reported and the patient expired.